Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive tropinin results for one patient while using the architect stat troponin-I assay. The customer indicated that the patient generated an initial result around 36 ng/ml in (B)(6) 2012. The patient had a fever at the time but had no clinical symptoms of cardiac disease when image screening was performed. A sample was collected from the patient on (B)(6) 2012 (48.027 ng/ml). A dilution series test was performed and the customer indicated the series was fine: dilution magnification test value (ng/ml)/ converted value (ng/ml): 1, 30.428, 30.428; 2, 17.399, 34.798; 4, 9.239, 36.956; 8, 4.077, 32.616; 16, 1.857, 29.712; 32, 0.873, 27.936. Heterophilic antibody testing was performed and no significant value decrease was observed (the data was not provided). No additional patient information was provided. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy evaluation was performed with file kit material of lot 21173un11. The testing met the acceptance requirements which indicated that the lot was performing as expected. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no deficiency and no malfunction of the architect stat troponin-I reagent, list number (B)(4), lot number 21173un11, was identified.